Event description:
It was reported that patient did not charge their device in months resulting in the implantable pulse generator becoming inoperable. Patient is without therapy as a result. Patient was not using their stimulation continuously therefore not charging their device. A surgical intervention is anticipated in the near future. No additional information is available at this time.

Manufacturer narrative:
Date of the event is estimated.

Event description:
Additional information received indicates that the patient's ipg was explanted and replaced with no complications.

Manufacturer narrative:
A review of documentation supplied with the implant states that the implant must be charged every 30 to 90 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error. The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.